Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, service code 204, damage belt receptacle) has been confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires and pulling the j1001 connector from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service codes 105 (pulse test relay stuck) and 204 (belt/monitor unusable) and that the belt receptacle was damaged.